Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had leak reservoir at past second o-ring. Customer stated that they had fluid in reservoir compartment. Customer stated that they had leaked form bottom of reservoir. Reservoir will be return for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Inspected reservoir's o-rings and stopper groove for anomalies. None were found. Ran basal, bolus leaking test, reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump. Conclusion the reservoirs no leaks.